Manufacturer narrative:
Mckinley's service technician evaluated thepump and was unable to duplicate the reported malfunction. There was no evidence of wear or damage. When tested per mckinley sericing procedures, the pump functioned within specification throughout the normal range of operation. The reported malfunction could not be duplicated and a cause could not be determined.

Event description:
An electromechanical ambulatory infusion pump did not deliver medication during a 24-hour infusion regimen. There was no injury associated with this event.